Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On approximately (B)(6) 2026, the patient experienced a skin reaction with inflammation/swelling, pain/discomfort and an infection at the needle puncture site. The patient initially contacted his endocrinologist regarding pain at the sensor insertion site and was advised to replace the sensor. Upon removal of the sensor, the patient noticed a bump at the needle puncture insertion site. The patient experienced symptoms including pain/discomfort and skin inflammation/swelling. Due to these findings and the associated pain, the patient visited his primary care provider the following day, although the exact date and time of the visit could not be confirmed. During the primary care evaluation, an infection at the needle puncture site was reportedly confirmed. The patient was prescribed an unspecified antibiotic. No additional testing or treatment was reported. The reaction reportedly lasted for one day. At the time of follow-up, the patient's current condition was reported as stable, and he is doing okay. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.